Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that the case was an acute myocardial infarction (ami), thromboaspiration of a long lesion in a calcified mid lad. Pre dilatation was performed using another company's 2.5x15 balloon. The proximal part of the lesion was stented with a vision 2.75x23. An attempt was made to stent distally using a mini vision 2.5x12. The stent was correctly positioned on the lesion and inflated to 10 atm; however, the balloon ruptured and the stent was not properly deployed. Due to a gaseous emboli, there was no flow. A dissection caused by the balloon rupture was suspected and treated with a third stent (vision 2.5x15). The vision 2.5x12 was post dilated and lad flow was restored. The pt was stable and treated with reopro. A cine of the procedure is available. No add'l event or pt info is available.